Event description:
It was reported by the aci sales professional that a patient underwent a diagnostic coronary catheterization procedure on (B)(6) 2011 in which the mynx cadence device was used to close the right femoral artery. There were no complications reported during the procedure or closure. The patient was ambulated and discharged to home with no reported clinical sequela. On (B)(6) 2011, the patient presented back to the hospital with lower extremity swelling and pain. The physician who is a trained user of the mynx, suspected a deep vein thrombosis (dvt). A venogram was performed to look at the vessel and the result was negative for dvt. A duplex sonographic examination of the right groin was performed. There was evidence of thrombus in the saphenous vein as well as a small lymph node in the right groin. There was also a small pseudoaneurysm (psa) arising from the distal right common femoral artery. A micropuncture needle was placed into the anterior portion of the psa and 250 units of ultrasound-guided thrombin was injected into the psa. The patient was discharged to home 2 days later. The patient returned for a post injection follow-up and the right groin no longer showed the presence of psa. No further information was provided.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be conclusively determined. The review of the lhr (lot f1120303) did not exhibit any issue that suggests the device may have caused or contributed to the reported incident.